Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection revealed that the locknut of the power port two (2) connector was misplaced causing the connector to become loose and exposing internal wires. The loose power port connector did not allow a power source to properly connect to the controller. An internal inspection did not reveal any evidence of fluid ingress. An internal inspection revealed a loose locknut from the power port two (2) connector. A visual inspection under 10x magnification revealed that the thread of the connector did not have an adequate application of the loctite substance, resulting in the loose components. Functional testing revealed that the controller was unable to communicate with the external batteries and controller exhibited controller reset events. Functional testing also revealed that the controller was unable to communication with the monitor. Analysis indicated that the loose locknut likely caused a short circuit condition, resulting in damaged components, including damaged diodes on the communication line and damage to the integrated circuit responsible for the communication between the controller and batteries. Despite the inability to communicate with the batteries, the controller was still able to accept power from the batteries. After the damaged components were removed and the integrated circuit was replaced, the controller communicated with the monitor and controller log files were obtained from the controller. Log file analysis revealed a critical battery alarm logged with an incorrect date and time stamp and no battery capacity, ID, or cycle count. Log file analysis also revealed multiple controller reset events with an incorrect date and time stamp. The damaged integrated circuit prevented the controller from reading battery information and caused the controller to trigger the critical battery alarm, as well as the controller reset events. The damaged integrated circuit is also connected to the real time clock circuit and may have caused the date and time stamp to remain frozen. Additionally, two (2) vad disconnect alarms were logged, likely due to troubleshooting of the controller during the reported controller exchange. As a result, the reported events were confirmed. The most likely root cause of the reported loose power port connection and broken power port event can be attributed to improper assembly. Based on the investigation conducted, the most likely root cause of the reported alarm event can most likely be attributed to damaged internal components caused by the loose locknut coming in contact with the controller's printed circuit board. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had a loose power port connection and a broken power port with exposed internal wires coming out of one of the power ports. It was noted that there was an alarm, but the patient could not recall what type of alarm. The controller was exchanged. No patient complications have been reported as a result of this event.